Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a f/u report will be submitted.

Event description:
It was stated in an email report "air introducer for tracheostomy cuff found on floor beside pt's bed." "Approx 5 cm of tubing still attached to tracheostomy." "Pt required a new tracheostomy tube inserting." "Do not know how the air introducer became detached." The report did not contain the month or date of event. Attempts were made to contact the reporter by phone for clarification and/or further info and it was learned that the initial reporter was no longer there and the person on the phone stated they thought the event happened before she went on 10 month maternity leave. No other info was found or reported.